Manufacturer narrative:
Device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 66 yo male, weight, underwent a revision due to right lateral knee pain. Initial implant date unknown. Prior to the revision, the patient had put his right foot on his left knee to wash his foot. It hurt and he felt a crunch. The patient indicated heat and lateral knee pain since and that it felt like he wants to fall to the right. Radiology clinical notes state for the tkr in situ, ¿no periprosthetic lucency to suggest loosening and no periprosthetic fracture identified. Probable chronic tug lesion supracondylar region distal femur medially. Moderate volume effusion within the suprapatellar recess. The surgeon replaced the entire knee with a smith and nephew revision knee. Fragments of polyethylene were present in the knee joint. The parts and pieces were removed by the surgeon. The patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
H6: the reason for the revision reported may have been the result of prosthesis wear as reported, a traumatic event, inclusion of the implanted polyethylene component in the packaging recall or a combination of the above factors. However, the reported prosthesis wear cannot be confirmed as neither the devices nor photographs of them were available for evaluation and the radiograph is unremarkable.